Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelight acceptance criteria. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an energy error during laser ablation of the right eye causing the laser to stop. Treatment was aborted and the patient returned five days later to complete the procedure. The intended target was adjusted for the second procedure. Additional information has been requested.

Manufacturer narrative:
Logfile review confirmed that the error message reported occurred when the gas in the cylinder dropped below a defined value. During the onsite visit, the tm (territory manager) replaced the gas bottle, halogen filter and completed system verification. The root cause is a need of a new gas bottle. (B)(4).